Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an ins was implanted today, after following test phase successfully. After surgery, when trying to program the ins, hcps are not able to increase stimulation higher than 0.3ma and are getting a message on the programmer. Impedances were checked and they are high. Discussed the situation with the rep, who was asking for possible troubleshooting. Advised them to check again impedances again after a while for the lead to settle, and if impedances are still high then make an x-ray, to check if it's possible to evaluate lead placement. Discussed with the rep the possibility of lead misplacement in surgery and possible lead revision, as impedances weren't checked during surgery. Asked them to call back if more information is available and they require guidance.

Event description:
Additional information was received. It was reported that it was unknown if the lead revision has been scheduled. The indication for use was urge incontinence.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33unx: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot #: (B)(6) , ubd: (B)(6) 2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause was unknown. On (B)(6) 2025, patient on consultation ¿ impedances were good ¿ stimulation could go higher. On (B)(6) 2025, patient contacted the doctor to tell that they can not increase the stimulation sometimes they did feel the stimulation and was having pain, other moments they didn't feel stimulation ¿ results are not good. They will plan a revision of the electrode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that finally the patient has cancelled the revision on 12/8. They didn¿t come to the consultation when they had an appointment. The doctor told me that they still had a stimulation for 75% in comparation to the moment they did the test phase. The patient says they can not augment their stimulation above 1,3 ma. No one did have the chance to check it or to see what is happening. Patient didn¿t answer the phone calls, didn¿t follow up the appointments to the consultation, canceled the revision.